Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pace impedance greater than 2000 ohms. A boston scientific field representative was contacted to check the system at which time the representative became aware of the high impedance. Due to patient condition, the physician will continue to monitor the patient and system. There have been no adverse patient effects.

Event description:
Additional information was received that no anomalies were observed under fluoroscopy and no device header anomalies were observed.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this ICD and right atrial (ra) lead exhibited high threshold measurements and continued high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.